Event description:
The customer reported that the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were reseated: the general purpose operating system, the real time operating system, and the ups connector. The system was then found to be operating as intended.